Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced profuse discharge from stoma. On an unknown date, the patient was hospitalized for stoma issues and general deterioration. In 2021, blood test was performed and showed the presence of (B)(6). The patient was treated with unknown intravenous antibiotics.

Event description:
Additional information was received on 04 feb 2021. The patient continues to be hospitalized and was diagnosed with an infection around his heart and a blood clot on his lung. On an unknown date, the peg and peg-j tubes were removed due to the presence of staphylococcus aureus, which was reported as the primary source of infection for about two years. The patient is currently being treated with unknown intravenous antibiotics every four hours and unknown "special" oral antibiotics for 6 weeks. The patient is scheduled to transfer to rehab after hospitalization.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.